Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: evaluation revealed that there were no cracks or damage to the battery compartment. The battery compartment threads were still in good condition. Visual inspection revealed that the slot on the top of the battery cap was damaged. The battery cap contact height and width measurements were found to be within the required specifications. The battery cap was able to secure to the pump properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.